Event description:
It was reported that the plastic cannula portion of the cadd cleo infusion became stuck in the abdomen of the patient during a change out. Seven days after this occurred, an incision was made to remove the cannula. No further patient complications were reported in relation to this event. The incident was subsequently described as resolved. The patient had been using the same cannula pad for six days, and the infusion set tubing for three days.